Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging that an issue with the "ok" button on her one touch ultrasmart meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information from lfs (B)(4): the patient mentioned that the ok button was stuck/sticking and she was unable to obtain a blood glucose reading on her meter. She continued to take her diabetes medication on a regular basis. The patient mentioned that approximately 2 days after the alleged issue began (B)(6), she felt thirsty, shaky, had a headache, blurred vision and cramping. The patient did not attempt to treat herself for the symptoms. She went to the ER due to the reported issue and was treated with insulin. She does not recall what her reading was in the ER; however, claims that it was "high". The issue was not resolved. The patient denied any misuse of the product. The product was replaced. The complaint is being reported since due to the alleged issue, the patient was unable to test her blood glucose and later developed symptoms and had to be treated with insulin in the ER.